Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-00642, 3005168196-2018-00644.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed a smart coil using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance three other smart coils through the hub of the microcatheter, and therefore the smart coils were removed. It was reported that there was a gap between the smart coils¿ introducer sheaths and the hub of the microcatheter, and that the smart coils began to take their shape at the hub. The procedure was then completed using additional coils, new smart coils, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the smart coil had offset coil winds concentrated on the proximal end of the embolization coil. The smart coil evaluated was unable to be advanced out of its introducer sheath. Conclusions: evaluation of the returned smart coils revealed offset coil winds on the embolization coils. If the sheath is not properly aligned in the hub prior to advancement, offset coil winds may occur. These offset coil winds will likely contribute to the inability to advance the embolization coil into the microcatheter upon any subsequent attempts. During functional testing, none of the returned smart coils were able to be advanced into the demonstration microcatheter. Further evaluation revealed proximal kinks on the third smart coil evaluated. These kinks were likely due to forcefully gripping and advancing the device against resistance. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00642, 3005168196-2018-00644.